Event description:
Customer reported that the device began to delaminate while stitching it into place during an open ventral hernia repair. Device remains in pt. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.